Event description:
According to the reporter: there were three events, all female patients, with the involved anatomy being fascia in the hip. All patients had dehiscence and an infection. They each had to be brought back to or. Patient 1 [covered under tracking number (B)(4)] had on (B)(6) and returned on (B)(6). Patient 2[covered under tracking number (B)(4)] had surgery on (B)(6) and returned on (B)(6). Patient 3[covered under tracking number (B)(4)] had surgery on (B)(6) and returned on (B)(6) return. The sutures cannot be returned because they were used in the patient, but the remaining sutures in lot will be returned. Additional information requested but not yet received. Product has not yet been received.

Manufacturer narrative:
(B)(4).